Manufacturer narrative:
Complaint conclusion: the stent of a 5 mm x 20 mm 80 cm palmaz blue peripheral stent delivery system (sds) detached from the balloon during the flushing of the device. There was no reported patient injury. An unknown short cordis sheath was used with an unknown catheter and unknown non-cordis guidewire. The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The stent was unloaded from the balloon. There was no resistance met while advancing the device. There was no difficulty during removing the balloon catheter. The stent become dislodged during flushing. The procedure was a vertebral opening surgery in neurosurgery. The product was returned for analysis. A non-sterile unit of palmaz blue/aviator plus 5x18/142cm peripheral sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated, and it was observed that the stent was fully removed from the balloon. No damages or anomalies were observed on the returned unit. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. A photograph was received showing a plastic tray with no catheter inside and an expanded stent can be noted. A section of a pouch of a palmaz blue product can also be noted. No other anomalies of the product can be noted. A product history record (phr) review of lot 82239732 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis, however stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the presence of an expanded stent in the product tray noted on the provided photograph from the procedure reviewed during analysis. It is possible the inflation lumen was flushed inadvertently, thus deploying the stent in the product tray during prep. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review, the procedural images nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the stent of a 5 mm x 20 mm 80 cm palmaz blue peripheral stent delivery system (sds) detached from the balloon during the flushing of the device. There was no reported patient injury. An unknown short cordis sheath was used with an unknown catheter and unknown non-cordis guidewire. The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The stent was unloaded from the balloon. There was no resistance met while advancing the device. There was no difficulty during removing the balloon catheter. The stent become dislodged during flushing. The procedure was a vertebral opening surgery in neurosurgery. The product was not returned for analysis. One jpg file was provided for analysis. The picture shows a plastic tray with no catheter inside and an expanded stent can be noted. A section of a pouch of a palmaz blue product can be noted. No other anomalies of the product can be noted in the attached picture. A product history record (phr) review of lot pb1850ppx revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis and an attached photograph shows the stent was already deployed in the non-sterile packaging. The exact cause could not be determined. Procedural or handling factors such as premature inflation of the balloon catheter resulting in an inadvertent deployment may have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time.¿ neither the phr review, the procedural image nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82239732 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 5 mm x 20 mm 80 cm palmaz blue peripheral stent system detached from the balloon during the flushing of the device. There was no reported patient injury. An unknown short cordis sheath was used with an unknown catheter and unknown non-cordis guidewire. The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The stent was unloaded from the balloon. There was no resistance met while advancing the device. There was no difficulty during removing the balloon catheter. The stent become dislodged during flushing. The procedure was a vertebral opening surgery in neurosurgery. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.